Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported they experienced a return of symptoms. Patient stated they had the device for urinary incontinence and interstitial cystitis. Patient stated they were experiencing pain down their leg, across their back and in their vaginal area. Patient stated they got pregnant and turned the device off during their pregnancy, but when they turned it back on, they started experiencing all of this. Patient stated the therapy worked great prior to their pregnancy. Patient stated they tried turning stimulation down low, but their toes curled. Patient stated they had the same 3 settings they were on prior to getting pregnant, but it wasn't helping like it was and the pain is gradually getting worse. Patient stated if they shut stimulation off, the stimulation went away, but the pain remained. Patient stated it was a dull pain. Patient stated their symptoms came back a lot worse as well. Patient was redirected to their healthcare provider to have their device checked. Patient reported they had an appointment with their healthcare provider set for friday, but no manufacturer representative would be there. It was reported the patient experienced a gradual return of symptoms. No further complications were reported or anticipated.